Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported discrepant results of erytype s abd+rev.a1, b when tested on tango optimo due to artefacts in reverse typing. The customer stated to send in the supposedly defective product for investigational testing. Our quality control laboratory is still waiting for the supposedly defective product and the samples that had caused the false positive results.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported discrepant results with erytype s abd+rev.a1, b on tango optimo due to artefacts in reverse typing. The customer stated that negative reactions in reverse typing did not look like a normal reaction, but an artifact or glob. The tango optimo assessed these reactions as positive. The expected positive reactions looked fine. The customer did neither return the supposedly defective product nor the specimens that had caused false positive test results. Therefore our quality control laboratory tested their retention sample of erytype s abd+rev. A1,b with different donor samples. All positive and negative reactions were correct. We did not observe any false positives or artefacts in reverse typing. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was confirmed to run within specifications.